Event description:
An administrator reported the footswitch would not respond during surgery. A second footswitch was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. The customer ordered a replacement footswitch and cable. The footswitch and the footswitch cable were returned for eval. A visual assessment of the returned samples revealed a kink in the cable, an unk substance on the right wing switch, scratches on the housing, a cracked housing and base, a missing rear bumper, and a plastic fill test chamber found under the pedal heel. No additional visual nonconformity was observed. The footswitch and the associated footswitch cable tested and a system message - "up-switch failure" was observed upon boot-up. The plastic fill test chamber found during visual inspection was then removed, and the footswitch was reset in which the system message was cleared. The footswitch and cable were then tested and passed. The customer reported event of the footswitch not responding was confirmed as a review of the system's event log indicates one occurrence of the system message reported on (B)(6) 2012. The plastic fill test chamber found under the pedal heel during the visual eval was removed, and the returned footswitch and cable then passed all functional testing and met specifications. An initial visual eval of the returned footswitch and cable revealed a kink in the cable, an unk substance on the right wing switch, scratches on the housing, a cracked housing and base and a missing rear bumper. However, these visual nonconformities are not related to the customer reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause is unk. It should be noted that when a system message displays, "advisory 350: footswitch failure detected. Check footswitch, clean under rear section of treadle and remove debris if present. (Reference maintenance section of operator's manual). Ensure treadle is not depressed then reset footswitch. If condition persists, contact alcon technical services." Additionally, the system's operator's manual recommends cleaning the footswitch daily and cautions that "debris, including fluid residue, stuck on footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch." (B)(4).